Event description:
It was reported that during installation of a dialysis catheter placement procedure in the right internal jugular vein, the device allegedly broke almost in two different pieces while being sutured into the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The investigation is unconfirmed for the reported fracture and material separation issues as no complete fracture was noted upon sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during installation of a dialysis catheter placement procedure in the right internal jugular vein, the device allegedly broke almost in two different pieces while being sutured into the patient. The procedure was completed using another device. There was no reported patient injury.